Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that an epidural was placed for labor and as the epidural catheter was being taped down, it snapped off. There was a piece remaining in the patient. They were able to successfully remove the piece with a tweezers. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.